Manufacturer narrative:
The subject device was returned to local service department of olympus. The evaluation is in progress currently. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing after being used for the drug resistance patient by the user facility, the sample collected from the subject device tested positive for drug resistance s.aureus on (B)(6), 2021. The scope was reprocessed and culture test was performed again, but it was found that the positive result was still remained on (B)(6), 2021. The user facility did not provide other detailed information such as the number of microbes. Other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report. Doctor suspected there was scratch inside channel which caused accumulated infected inside.

Manufacturer narrative:
This is a supplemental report to provide additional information. The microbiological testing result was updated by the customer as follows. [(B)(6) 2021: flush]: 9cfu/endoscope staphylococcus haemolyticus, 12cfu/endoscope staphylococcus aureus [(B)(6) 2021: flush]: 12cfu/endoscope e.coli. [(B)(6) 2021: swab]: 5cfu/endoscope staphylococcus aureus. According to the inspection result by local service department, inside of the channel was scratched / peeled off. However, it was not able to judge whether it affected the reported event or not. The manufacturing record was reviewed and found no irregularities. The exact cause of the reported event could not be conclusively determined.